Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer declined assistance with troubleshooting the issue. The customer just wanted their blood glucose documented and did not mention what caused their blood glucose to drop. The customer did not return the product back for analysis.